Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement was attempted in the right common femoral vein at two access sites using a proglide device via 8f sheaths using the pre-close technique prior to an interventional electrophysiology procedure. No imaging was preformed to verify the location of the access site. Reportedly, no suture was present when the proglide plunger was removed on both proglide devices. The sutures of two new proglide devices were successfully pre-placed, one at each access site. The electrophysiology procedure was complete. The successfully preplaced sutures of the proglide devices were used to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.